Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol was explanted from the left eye due to halos. The issue was observed during post-operative examination. Another johnson and johnson iol (different model zcb00, different diopter 21.5) was implanted as replacement. The incision was enlarged to remove the iol from the eye. No sutures or vitrectomy required. There was no delay in procedure. There was no additional surgical or medical intervention required and no patient injury. The patient's pre-operative visual acuity was 20/40, and post-operative visual acuity is 20/20. The patient is doing well after the exchange. No further information is available.

Manufacturer narrative:
Correction: upon further review it was discovered that the date of event that was initially reported as jul 08, 2021 was incorrect. Additional information was received with the correct date of event of aug 07, 2021. The following section has been updated accordingly: section b3: date of event: aug 07, 2021. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 23, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received with a cut to the optic body that did not sever the lens. The lens was cleaned, and no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut to the optic body), no further product evaluation could be performed on the lens. No handpiece was received as part of this return. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.